Manufacturer narrative:
No medical records or images/photos have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a pta balloon was inflated to 25 atm (rbp is 27 atm), the tip of the balloon was allegedly round in shape. Reportedly, the health care professional deflated and removed the balloon. Upon removal, unraveled balloon material was noticed. There was no reported patient injury.

Manufacturer narrative:
Manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: the device was returned for evaluation. A visual inspection found peeled pebax throughout the length of the balloon, with unraveled balloon fibers extending off of the distal cone of the device. Therefore, the investigation is confirmed for both peeled pebax and unraveled fibers. The device was inflated and the distal cone of the balloon took on an asymmetrical shape. Therefore, the investigation is confirmed for material deformation. The unraveled balloon fibers contributed to the reported asymmetric inflation shape. However, the definitive root cause for the identified unraveling or peeled pebax could not be determined based upon the available information.

Event description:
It was reported that a pta balloon was inflated to 25 atm (rbp is 27 atm), the tip of the balloon was allegedly round in shape. Reportedly, the health care professional deflated and removed the balloon. Upon removal, unraveled balloon material was noticed. There was no reported patient injury.